Manufacturer narrative:
A4-a6:unk. Manufacturer narrative: secondary surgical intervention to remove or replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation and blurred vision. The lens was later removed and the problem was resolved. Cause of the event was a patient-related-factor. Reportedly, "zonular weakness." The patient did not feel comfortable with the lens, so it has been removed.